Manufacturer narrative:
(B)(4).

Event description:
It was reported than a replace sensor now error occurred for transmitter, 8171n2. Data was evaluated and the allegation was confirmed for transmitter, 810l4g. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor now error is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.